Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 5076 implantable pacing lead implanted: 2006 (B)(6); 6947 implantable tachy lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient called to report "I have had trouble with my left ventricle (lv) lead dislodging and taking more energy to pace my heart which is draining my battery." The patient stated, the lead was turned off and was being monitored for quality of life. The patient noted "the first month I did fine but since then I do not feel as well. It may be a delayed reaction I do not know." Follow up with the company representative confirmed there was high thresholds on the lv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.